Event description:
It was reported the central venous catheter was "curling" inside the vessel. Insertion was fine, but when they took the x-ray the tip of the catheter was coiled. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the central venous catheter was "curling" inside the vessel. Insertion was fine, but when they took the x-ray the tip of the catheter was coiled. No patient harm reported. The patient's condition is reported as fine.